Manufacturer narrative:
The customer was contacted regarding patient involvement and he said that he does not have that information, but he said that there's no patient harm reported. Also the event date was asked and he said that two days prior to the reported date which (B)(6) 2016.

Event description:
The customer reported that the ventilator alarmed displayed codes that indicated a spi bus failure. It is unknown if the unit was in use on patient, but the customer reported there was no patient harm reported.